Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Prior to troubleshooting with tandem technical support, the pump supplies were changed to address the issue. Additionally, was reported that air bubbles were observed in the infusion set cannula. During troubleshooting with tandem technical support, a new cartridge was loaded and the pump performed as intended. Customer's blood glucose ranged from 149-260 mg/dl.